Event description:
Patient reported defective soft components (button) on the infusion device. Patient alleges the infusion device sometimes switched off by itself when he knocked the device on a table to remove air bubbles. Patient reported experiencing elevated blood glucose levels up to 500 mg/dl for the last 3-4 weeks. Patient stated one night, four weeks ago he had a blood glucose level of about 500 mg/dl and he attempted to lower it by giving some boli; was unsuccessful. Patient reported he went to the doctor on the next day and the doctor recommended he change all of the accessories and the puncture site. Patient stated the issue became better for the next days but not really good. Patient reported he continues to experience erratic (too high) blood glucose levels and often it is difficult to control it. Patient alleges the infusion device does not always deliver enough insulin. Patient reported using the backup infusion device since yesterday and has had no problems so far. Patient did not report needing assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion device for evaluation.

Manufacturer narrative:
The event occurred in (B)(6).